Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore an assignable root cause was not determined. During evaluation, it was observed that the device had loose components, a pushed back pin, failed the thermistor assessment, and an e2 error code. Therefore, the pretest could not be completed. It was determined that the components were loose due to loctite deterioration. It was determined that the pin was pushed back in the connector due to the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. It was determined that the device had an e2 error code due to the pushed in pin. It was determined that the thermistor failed due to normal wear. It was determined that the device showed signs of damage that is caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to component damage from misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device overheated. According to the report, the device was tested before being used and overheated. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.